Manufacturer narrative:
Device evaluation: g6, h2, h6, and h11. Results of investigation: investigation on affected part on similar cases came to conclusion that the regulated pressure remains above the alarming threshold for flow rates of up to 3 lpm at supply pressures lower than 4 bar. The acceptance threshold as per the new alarm criterion introduced with software v6.0.1800.0 is 1 lpm. This leads to the conclusion that this pressure regulator is defective. A quote for insp block was sent. Root cause failure: defective o2 pressure regulator.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for investigation. However; logs were analyzed and confirmed per flow chart, fc001 insp block needs to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device has not been returned for evaluation.

Event description:
It was reported to vyaire medical that logs were giving tf 388. No patient involvement was reported.